Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and associated left ventricular were explanted due to infection and sepsis. Laser lead extraction of the associated right ventricular (rv) lead was attempted. Issues with the extraction necessitated surgery. The patient expired that day, reportedly due to complications related to the rv lead extraction.